Event description:
It was reported that during a thyroid surgery the cuff was found to be leaking after intubation and the anesthesia machine detected abnormalities and could not monitor normally. It was replaced with another endotracheal tube to ensure the smooth progress of the surgery. There was no known patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis found visually, the pouch was open form 3 of 4 sides and contained packaging tray and a size 7 emg tube when returned. There was no damage noted in the construction of the device, and the wire harness had a paper tape intact. Functionally, a syringe was used to inject 20cc of air into the cuff, and the cuff inflated/deflated with no issues, no air leakage observed. For further analysis, the water test was performed where inflated cuff was submerged under the water and there was no leakage detected. The inflation assembly was also submerged under the water and found no leakage. A review of the global complaint data showed one other and two similar complaints about this lot number. Customer complaint was not confirmed. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previously added imdrf annex codes b17, c20 is no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.